Event description:
It was reported that left ventricular lead exhibited abnormal impedance measurements due to a lead dislodgement. The lead was successfully repositioned. No patient symptoms or additional information was reported.